Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, at the second firing, the green button flashed, then the surgeon pushed the center control button down, but the device stopped reacting immediately. On the previous setting, the communication error of the adapter occurred. Probably ,the removal of the cartridge had been performed improperly and there was a possibility it had caused loading failure and pre-firing with the reported cartridge. The procedure was completed with another device. There was no patient injury.